Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint on concerto shower trolley, where it was reported that patient rolled off the device. It was stated that patient sustained an injury, but the assessment or description was not provided.

Manufacturer narrative:
Concerto/basic is equipped with two side rails/supports on the left and right stretcher sides. On both side supports there are two safety catches, which act as a locking mechanism of the side rails preventing from unintended open to down position. On 2017-nov-17 the arjohuntleigh was informed by customer facility (B)(6) state school about the incident on concerto shower trolley, where it was reported that the patient rolled off the device. It was stated that patient sustained an injury, but the assessment or description was not provided. The arjohuntleigh representative visited the customer facility to interview the representative and evaluate the involved concerto unit. The customer representative informed that the resident rolled out of the shower trolley, because one of the four the safety catches was broken. Upon review, the safety catch spring had been found broken off. The safety catch on support's foot end was found operational (able to lock on the stretcher), but the second safety catch on the head end of right side support was not possible to be latched. In addition, the significant amount of rust in the welds of the side support was noticed. Based on the additional information obtained from customer by arjohuntleigh representative the malfunction (broken safety catch) was detected prior to the event, but was not reported before the incident took place. Neither request for service was issued to arjohuntleigh nor the equipment was removed from service and quarantined. In order to recreate the event, the technician applied a significant amount of downward force to right side support. The purpose of the test was to check the side support reliability and to simulate if side rail with one safety catch locked would. Based on the feedback received from the arjohuntleigh technician, he could not cause the side support to open during the test. After evaluation, the device was removed from service and quarantined until the repair is performed. The arjohuntleigh technician during an interview at the customer facility was informed that malfunction had been noticed before the incident took place, but no request for repair to arjohuntleigh was raised, which should be considered as a user error. If the side rail safety catch was damaged and despite that used with the patient, it could contribute to the incident, therefore the product should have been withdrawn from use as required by the instructions for use (document number 04.ba.05_9gb issued in june 2013) delivered with this device: "action before the first use. If any part is missing or damaged - do not use the product!" Please note that a service routine must be performed on concerto/basic every year by qualified personnel to make sure the safety and operating procedures of product. The customer shall contact a local arjohuntleigh representative if any unexpected operations or events occur as per IFU recommendation. The product user should follow the recommended in IFU care and preventive maintenance instructions and schedule. According to these instructions the mechanical attachments, including safety catches, should be checked every week: "perform functionality test and check catches on the side support." The description of exact event circumstances was not available, however, the concerto/basic instructions for use provides safety warnings and clearly describes how the device should be used: "to avoid falling, make sure that the patient is positioned in accordance with this IFU." "To avoid injury, make sure that the resident is not left unattended at any time". "To avoid the patient from falling out of the device, make sure that all catches are in locked position." "Fold down the side support by pressing the two catches at the same time. When rising the side support, make sure the two catches snap into place". It should be underlined that concerto/basic instructions for use (04.ba.05_9gb issued in june 2013) was available for the customer. Please note that to avoid injury or unsafe product, the maintenance activities must be carried out at the correct frequency by qualified personnel using correct tools, parts, and knowledge of procedure. Based on the product IFU the maintenance personnel should replace safety catches on each side support on a yearly basis. According to information obtained by arjohuntleigh representative, customer facility maintained the involved unit on its own and therefore was obliged to follow the maintenance recommendations. It remains unknown if safety catches of the involved unit have been ever replaced by the customer. No record of previous maintenance was provided, so it cannot be confirmed. Based on the inspection summary provided by the technician, unit's side rails were heavily corroded, therefore it can be concluded that device was not properly maintained. This complaint was decided to be reported due to indicated injury occurrence. In conclusion, the product failure occurred and the device did not meet manufacturer's specification. It was confirmed that shower trolley was used for patient hygiene at the time of the event and therefore was directly involved in the event.